Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) a leaking valve manifold was observed. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the valve manifold was replaced by the fse. A review of labeling concluded that the issue is sufficiently addressed. A review of the architect i1000sr platform and the associated replaced part tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Based on the investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifier: sid's: (B)(6).

Event description:
The customer reported false positive architect stat troponin-I results on two patients. Results provided: 1st patient: (B)(6) 2019 sid (B)(6) sample draw at 18:00 = 0.28 ng/ml, new sample at midnight = 0.0 ng/ml, new sample at 06:00 on (B)(6) 2019 = <0.0 ng/ml. Original sample retested on (B)(6) 2019: this architect = <0.01 ng/ml, another architect = <0.01 ng/ml. 2nd patient: (B)(6) 2019 sid (B)(6) sample draw at 16:32 = 0.83 ng/ml, new sample draw at 18:29 = <0.01 ng/ml, new sample draw at 21:45 = <0.01 ng/ml. (Customers diagnostic cutoff = > / = 0.04 ng/ml). No impact to patient management was reported.